Event description:
It was reported that during a latex glove evaluation at a hospital, nine members of the staff developed red rashes and complained of itching. One of these people, reportedly, had cuts hands and fingers. This is four of nine medwatch reports being filed for this occurrence.